Manufacturer narrative:
(B)(4), d10: 00575201602 - cruciate retaining cr-flex gender solutions female (gsf) femoral component porous - 64208132. 00595204010 - articular surface use with plate 5,6 size green/c-h 10 mm height - 64915890. G2: foreign country: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a knee procedure on an unknown date. Subsequently, the patient was revised due to tibial loosening. Attempts have been made and all available information has been provided.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.